Event description:
Information received by medtronic indicated that the insulin pump had a received low battery warning and then pump battery died. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump gave failed battery test alarms and then went to blank display. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump¿s history and trace files downloaded successfully using thus software. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump was monitored. No blank display noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power loss alarms noted during testing or in the pump trace download. No failed battery test alerts noted when inserting a new battery or during testing. However failed battery test alerts noted in the pump history files on 08/02/2021 at 5:43pm. Battery change confirmed in the pump history on 07/19/2021 at 10:13pm and on 08/02/2021 at 5:43pm. Therefore, battery change occurred after 1 week. However, moisture damage noted in pcb1 board. In summary, customer allegation where pump went to blank display was not confirmed after pump powered up after battery installation. In addition, customer allegation for pump receiving failed battery alerts was not confirmed during testing or when inserting a new battery. Failed battery test alerts however was noted in the pump history files on 08/02/2021. Moisture damage noted in pcb 1. (B)(4).